Manufacturer narrative:
Device is a combination product. A promus element plus 2.75x38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a hypotube kink located 20.5 cm distal to the distal end of the stain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18aug2020. It was reported that advancing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, resistance was encountered when the device was advanced through the guide catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.